Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed the right ventricular lead exhibited loss of capture and high pacing impedances. The patient was asymptomatic and non-pacemaker dependent. The lead was capped and replaced successfully on (B)(6) 2016 during routine device change out procedure. The patient was stable post procedure and would continue to be monitored.